Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties occurred. The lesion being treated was located in a tortuous unknown vessel. The physician placed a taxus express2 8.8% 2.5 x 20mm drug eluting stent. Following full deployment of the stent, it wasn't possible to withdraw the balloon. The physician pulled strongly and the guide catheter went into the circumflex and made contact with a vision 3.5 x 8mm stent. This stent was compressed lengthwise. No pt injuries or complications were reported. The pt's condition is reported as stable.